Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found.the helix of the lead became e xtrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead dislodged, had no capture and was undersensing the p waves. It was noted that the patient was having diaphragmatic stimulation with atrial pacing. Upon explant the lead helix was tested and it appeared that there was tissue stuck in the mechanism. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 4092-52 implantable pacing lead (B)(6) 2014. (B)(4).